Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-sep-2017. The most recent information was received on 21-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain (with a score of 5-6/10)") in a female patient who had essure (batch no: he0119j) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("unbearable pain in the belly"), back pain ("unbearable pain in the lower part of the back") and fatigue ("extreme fatigue") and was found to have weight increased ("intake of weight"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the abdominal pain, back pain, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue and weight increased with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: after the intervention, symptoms were qualitatively slightly less significant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-jan-2019: case: (B)(4) (MFR number: 2951250-2019-00346) was identified as a duplicate of this case and will be deleted from bayer database. All information was transfered to this remaining case - reporters and event constant pelvic pain (with a score of 5-6/ 10). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("unbearable pain in the belly") in a female patient who had essure (batch no. He0119j) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("unbearable pain in the lower part of the back"), fatigue ("extreme fatigue") and weight increased ("intake of weight"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 26-sep-2017. The most recent information was received on 13-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain (with a score of 5-6/10)") in a 47-year-old female patient who had essure (batch no. He0119j) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included aneurysm of ascending aorta, thyroidectomy and appendicectomy. No complication occurred during the placement of essure. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("unbearable pain in the belly"), back pain ("unbearable pain in the lower part of the back") and fatigue ("extreme fatigue") and was found to have weight increased ("intake of weight"). The patient was treated with surgery (essure removal (bilateral cornuectomy was performed via celioscopy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the abdominal pain, back pain, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue and weight increased with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: after the intervention, symptoms were qualitatively slightly less significant. Unknown treatment for adverse events. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2019: fu received from the device vigilance correspondent. No complication occurred during the placement of essure. Bilateral cornuectomy was performed via celioscopy for essure removal. Unknown treatment for adverse events. Medical history and patient's birth date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)). The most recent information was received on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("unbearable pain in the belly") in a female patient who had essure (batch no. He0119j) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("unbearable pain in the lower part of the back"), fatigue ("extreme fatigue") and weight increased ("intake of weight"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 04-oct-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1380 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.